Manufacturer narrative:
Device not received for eval.

Event description:
The device was used a gastrectomy procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.